Manufacturer narrative:
For regularization - retrospective review / FDA request. These two batches of screws present no manufacturing defect. Everything conforms to specifications. Failure to insert the screwdriver in both screws cannot be attributed to manufacturing conditions. Screw damage could have only occurred after packaging, since the screw recess is inspected twice after injection. The screws could not be placed on the screwdriver because they had suffered significant overall deformation, esp. The screw recess. These particular deformations were caused by exposure, lasting several minutes, to a temperature greater than the polymer's glass transition. Exposure to the heat source made the material malleable which caused each screw to collapse under its own weight over its full length. This incident may have occurred either during transport or on the storage site.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. "While attempting to place the implant on the screwdriver, the female end of the implant would not fit on the screwdriver. Two implants were attempted before using another size." 1st screw : lot 141446 - manufacturing date : may 24th 2014 - expiration date : may 24th 2017; 2nd screw : lot 143836 - manufacturing date : nov. 29th 2014 - expiration date : nov. 29th 2017.